Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had low blood glucose level of 50 mg/dl. Customer stated that the insulin pump had failed battery test alarm. Customer stated that the contacts were damaged. Customer stated that the spring was damaged. It was unknown whether customer was using auto mode or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Unable to confirm battery cap damage due to device received without the original battery cap. A test battery cap locks securely into place. However, device was received with a blank display, problem isolated to the electronic assembly. Unable to verify failed battery test or battery failed alert and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.